Event description:
During a f/u 3 years after implantation, the device involved in this MDR report could not be interrogated. Therefore the device was explanted.

Manufacturer narrative:
(B)(4), 2007: this event concerns a device that was manufactured and used outside the united states. The device was manufactured before (B)(4) 2003 and was issued in 2004.